Manufacturer narrative:
H3: the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided.

Event description:
It was reported that after 10 months, a patient had a revision due to liner association. There was no additional injury ot the patient. Patient revised to exactech devices: liner and adapter tray were exchanged .patient was last known to be in stable condition following the event. Related to 1038671-2023-01003 (right side - revision 1).

Manufacturer narrative:
Pending investigation. D10: (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit.